Manufacturer narrative:
Date of event: (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after twisting the dial-a-flow of a clearlink i.v. Administration set to adjust the rate, the dial broke off. The nurse stated that the reported problem occurred when pushing IV medication through the affected IV set. The nurse clarified that the "flow meter came apart". There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.